Manufacturer narrative:
Initial and final MDR 1889214- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for around one day. The blood glucose level was 322 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.